Manufacturer narrative:
The insulin pump had intermittent button response due to corroded keypad traces. No display anomaly was noted. The insulin pump had a cracked reservoir tube lip and missing end cap sticker.

Event description:
Customer reported receiving a button error alarm on the insulin pump after entering her food count. Customer stated that they were unable to bolus due to ramping numbers. It was noted that the customer woke up with blood glucose readings of 239 mg/dl. No further information reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.